Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). Our field service engineer (fse) investigated the ventilator and placed it running over night with a test lung. The issue with no volume could not be duplicated and the ventilator passed pre-use check. No parts were replaced and the ventilator logs were downloaded. The ventilator was cleared for clinical use. Provided ventilator logs were reviewed. In the event log on the reported event date there are alarms for inspiratory flow overrange, inspiratory tidal volume overrange, peep low and check tubing. These alarms indicate a leakage in the patient breathing circuit. During the situation causing the alarms, the measured volume will be different than the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The cause of the reported loss of volume was most likely a leakage in the patient breathing circuit. The cause of the leakage has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator read zero volume to patient. There was no patient harm. (B)(4).